Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the device broke during a procedure. They surgeon was manipulating the device in order to place the nail further in the medullar canal of the tibia. The device cracked. The surgeon was able to finish the surgery. It is reported the device was in contact with t he pt however, there was no pt injury. No revision or medical intervention was required.